Manufacturer narrative:
Submit date: 02/25/2011. The following is offered in response to your recent complaint submission. The device history record (DHR) for lot 000814 was reviewed and the product was released as per established quality requirements. All lots of hypodermic needle tubing are statistically sampled and tested for stiffness and breakage per international standard iso 9626 stainless steel needle tubing for manufacture of medical devices. The procedure requires 30 gage cannula to withstand 20 cycles of bending at an included angle of 60 degrees without breaking. Prior to a lots release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. A lot cannot be released unless it meets all acceptable requirements. One opened used sample was received and the mfg plant on (B)(4) 2011. The sample was examined using a 7x magnification and the tip has no point. The needle has 0.389 of the tip missing. The tip appears to have been bent and broken. The customer reports the dental needle has a blunt tip and stated they had initially done an injection, went to enter another area and the needle would not penetrate. The customer stated the tip appeared to be damaged. Production checked the cannula and the cannula detection and was unable to determine the root cause of the reported defect. Based on complaint trending results, this appears to be an isolated incident. Complaint trending and internal quality records do not indicate that further action is required at this time. The production department will be notified of this incident with a copy of this complaint response. This complaint will be recorded for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(4) 2011 that a customer had an issue with a dental needle. The customer reports the dental needle has a blunt tip. The customer stated they had initially done an injection, went to enter another area and the needle would not penetrate. The customer stated the tip appeared to be damaged. The customer had questioned if the needle had broken in the pt, or if the needle had arrived blunt. The customer performed an x-ray to check for any broken piece and there was no evidence to support the needle tip breaking in the pt's gum. The sample was received at the mfg facility on (B)(4) 2011. Upon the eval of the returned sample, the tip appears to have been bent and broken.